Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Quality controls were within acceptable range. A siemens customer service engineer (cse) was dispatched to the customer site. The cse inspected the probes and drains and reviewed the quality control results. The cse then performed a service method testing and found that two mixers were out of specifications. During a follow-up visit, the cse replaced the reagent 1 and reagent 2 mixers, performed alignments and ran quick check without error. The cse ran quality controls and service method testing, which were acceptable. The cause of the discordant, falsely low glu and ucfp results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low glucose (glu) and urinary/cerebrospinal fluid protein (ucfp) results were obtained on one patient sample on a dimension vista 500 instrument. The discordant results were reported to the physician(s). The sample was repeated on the same instrument and on an alternate dimension vista instrument, resulting higher. The corrected results from the original dimension vista instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low glu and ucfp results.

Manufacturer narrative:
The initial MDR 2517506-2017-00463 was filed on april 27, 2017. Additional information (05/11/2017): a siemens headquarters support center specialist reviewed the service report and concluded that the cause of the discordant, falsely low glucose and urinary/cerebrospinal fluid protein results on one patient sample was due to a defective mixer.